Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the "stent snapped". "While the physician was deploying the device into the pt, the stent snapped-outside the pt." Clarification indicated that it was the catheter that snapped. Vessel anatomy was non-tortuous. Lesion location is unk. No pt complications were reported.